Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via crts and physician letter regarding a 55 year old female patient receiving 25mg/ml morphine (unknown) at 8.5mg/day via an implanted infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. Oral ms-contin (controlled released morphine sulfate) was prescribed. On (B)(6) 2015 the patient reported that since (B)(6) 2015 she had been experiencing shaking, sweating, hallucinations, and was not being herself. The patient reported not feeling well. The logs were accessed and reviewed on (B)(6) 2015, and multiple stalls were noted with recoveries; the last was a stall with no recovery. The patient had not recently had an MRI (magnetic resonance imaging) and no new environmental exposures were reported. The pump was reprogrammed to deliver the lowest dose 0.15mg/day. The cause of the motor stalls was not determined at the time of this report. The patient was referred to neurosurgery and pump was explanted/replaced (B)(6) 2015. No patient outcome was reported; if additional information is received a follow up report will be sent.